Event description:
A review of the system logs determined an image was rejected by the user which reset the biopsy target coordinates. The customer noted they rejected the image in order to "have an additional tomo scout available, without "loosing" time going in "add view" sections." A safety margin error was received, however, the user pressed the motor enable button to reposition the needle which caused the needle to move inside the patient breast resulting in the reported injury. Additional equipment training has been provided to the customer by hologic.

Event description:
It was reported that during a biopsy procedure, the system lost the target and the doctor moved the needle in an undesired position. This happened with the needle inside the patient's breast. Additional information received indicated that after setting the target and inserting the needle into the breast, a pre-fire image was taken which showed the needle at the target. The needle was then moved manually because the doctor reported the needle wasn't at the target. A safety margin error was then received but the motors were activated by the doctor without noticing the target had changed, which resulted in the needle moving in the breast. Another safety margin error was received and the needle was removed from the breast. As reported, patient fainted and a 1 cm cut to the skin required suturing. Samples were not obtained and the biopsy will need to be rescheduled. System calibration and paddle thickness were checked the next day, and all passed. A field engineer will review the log files to identify if there was any malfunction or user related incident. Attempts to obtain additional information on the incident are still underway.